Event description:
I had mentor memory gel breast implants placed on (B)(6) 2018. Within days I experienced consistent sharp nerve pain in my breasts. On (B)(6) 2018 I went to ER with heart palpitations and shortness of breath. All test results were normal. Each day since I have experienced fatigue, heart palpitations, shortness of breath, anxiety, sensitivity to light and sound, breast pain, rash, tremors, chills, muscle pain and weakness and hair loss. All test results have been normal. I was incredibly healthy and had just run my second marathon 2 weeks prior to getting implants. I have been sick every day since. I will be having them removed on (B)(6) 2019. There are no warnings on implants that a body might reject these foreign objects causing such illness. More must be done to warn women of the potential risks of these devices.